Event description:
It was reported that when the femur bone was drilling, the 8 mm bit snapped, but it stayed in the flexible passing pin and came out easily. All broke pieces were removed from the patient. The 8.5 mm bit was used to continue drilling the femur. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.